Manufacturer narrative:
(B)(4). The returned device was found with the handle and the head in good conditions. Additionally, the cage was found partially open in one side of the head. With all the available information, boston scientific concluded that the reported event of cage failure to catch needle cannot be confirmed. Based on the gathered information, the device returned with the cage partially open in one side of the head. Most likely due to an excess of force applied when the suture was removed of the cage, it caused the cage to partially open. Therefore, the conclusion code for the complaint is "adverse event related to procedure."

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, the capio carrier extended but the cage did not catch the dart. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: the cage was found partially open on one side of the head.